Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed to sense a connection to the pads cable. There was no patient involvement.

Event description:
It was reported to philips the device failed to sense a connection to the pads cable. There was no reported patient impact.